Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet, including a blood glucose of 40 mg/dl treated with oral carbohydrates (soda and a pop tart) prior to family-transported ER evaluation; the patient did not lose consciousness and did not receive glucagon, and after a recent factory reset the clinician instructed a temporary return to mdi with follow-up arranged. Symptoms included hypoglycemia. Outcomes included insufficient information to characterize the broader impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.